Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited false pause episodes which was suspected to be due to electrodes losing contact with tissue. The patient was in stable condition. No further information was reported.

Event description:
New information noted that the false pause episodes were noted in clinic during post-operative check. The patient presented on (B)(4) 2018 and isometric testing was performed, the loss of contact was not reproducible in clinic. No programming changes were made. The patient is fine.